Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The malfunction alarm was cleared, and the customer successfully resumed insulin delivery. Customer¿s blood glucose level was 185 mg/dl.